Event description:
This rv lead was implanted on (B)(6) 2012. A call to technical services on (B)(6) 2012 states that the lead has dislodged and the plan is to either revise or explant the lead. No complications noted. (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).